Event description:
Small blue basin in vascular pack was contaminated with black debris/unknown substance. Pack wasted. Small blue basin saved with debris/substance marked and packing list saved. Patient not in room.